Manufacturer narrative:
(B)(4) = adherent clots on prosthetic valve. Device not returned. This event was learned through implant patient registry. Through follow-up with the health-care provider (via fax), additional information and a copy of the operative report was received. The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.

Event description:
It was reported that the device was explanted after an implant duration of zero days. Through follow-up with the health-care provider, it was learned that the device was explanted due to a large clot noticed while weaning the patient from cardiopulmonary bypass. Per the operative report of (B)(6)2010: "the mitral valve that had been placed was removed and indeed there was two very adherent clots." The valve was replaced with another prosthetic valve.